Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device intra-operatively, the load did not fire. There was no patient involvement.